Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a balloon rupture occurred. The 75% in-stent restenosed target lesion being treated was located in the moderately tortuous and non-calcified mid right coronary artery (rca). The 12x4.00mm quantum apex balloon catheter was advanced to treat in-stent restenosis inside of a previously placed taxus liberte stent and was inflated to 22 atms. On the second inflation it was inflated to 24 atms and ruptured. The quantum apex device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.